Event description:
It was reported that the patient presented to the hospital for a scheduled pulse generator changeout. During device preparation, it was found out that there were automatic mode switch (ams) episodes from myopotentials oversensing on the right atrial (ra) lead. The ra lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.